Event description:
Information was received from a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. The patient reported that she had difficulties turning her device off and the device was not working right. She requested a replacement. No symptoms were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.